Event description:
It was reported that when the 4.0 x 28 mm xience xpedition stent delivery system (sds) was advanced onto the guide wire, the sds could only be advanced for 5cm and was then became stuck. During an attempt to remove the sds from the guide wire, the catheter separated proximal from the stent and remained on the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Difficult to position and difficult to remove (guide wire resistance) could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: galeo es f biotronik. Guide cath: al 2 6 fr boston s. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.